Manufacturer narrative:
Date sent to FDA: 07/09/2020. Additional information: a1, a2, d3, g1, g2.

Manufacturer narrative:
Date sent to the FDA: 7/4/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 6/24/2021. Additional information: a2, b7, d1, d3, d4, g4. Date sent to the FDA: 6/24/2021. Corrected information: g1 - manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral abdominal hernia repair surgery on (B)(6) 2009, and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2014, during which the surgeon noted that the previously implanted mesh had pulled away from the fascia. Additionally, there were adhesions which were taken down and the mesh was dissected along with the hernia sac. No additional information is provided.